Manufacturer narrative:
According to the facility on(B)(6) 2023 when the provider attempted to remove the drain "it did not come out intact". Per the facility "the end of the drain remained inside the patient requiring the patient to have an additional surgery to have a portion of the drain removed". The drain was initially placed on (B)(6) 2023 during his surgery. The retained portion of the drain was sent to pathology "where a physician stated it consists of a fenestrated segment of while flat tubing material measuring up to 24cm in length by 0/7cm in maximum diameter". No additional information is available at this time. The sample has been returned for evaluation and the customer complaint has been confirmed, however, a definitive root cause cannot be determined at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 02/13/2023 when the provider attempted to remove the drain "it did not come out intact".